Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing from the maryland bipolar forceps instrument was observed and the cable on the instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows signs of charring. Both yaw pulleys exhibit charring and localized melting at the grip base. Engineering concluded that the charring may be due to a breach in the insulation. Engineering evaluation also found that the yaw pulley has a broken and missing piece. The missing piece is approximately 0.042 x 0.073 in size and was not returned with the instrument. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.